Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure of the guide wire to be reinserted into the guide wire access port could not be confirmed. Examination found a kink distal to the exit port. The guidewire was catching at the kink that required a rotation of the guidewire for insertion. The guidewire was successfully inserted for every attempt. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an interventional procedure, pre-close placement of the sutures was achieved of the common femoral artery using a perclose proglide device. Reportedly, after successful completion of the deployment steps, the proglide device was removed to where the guide wire access port were visible at skin level. Several attempted were made to reinsert the guide wire into the guide wire access port without any success. To maintain guide wire access, the operator was forced to cut the proglide sheath below the guide wire port and markers, re-insert the guide wire, remove the proglide sheath and then continue with the case. The case was successfully completed and hemostasis was achieved with the suture. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.